Event description:
It was reported that post cryo ablation procedure, an echocardiogram was performed which confirmed there was a pericardial effusion and drainage was performed. It was noted that the leak originated from the apex and the blood aspirated by drainage was observed to be venous blood. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.